Event description:
It was reported that the device had problems with the vacuum. It was unk when the issue occurred with the breast biopsy procedure. There were no patient consequences. One device will be returning.

Manufacturer narrative:
Evaluation summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The unit was returned to the international service center. The customer's complaint has been confirmed. During testing, it was found that the power supply and uniboard was the cause of the vacuum issues. Based upon the inquiry information received, visual and functional examination, the unit was found to require replacement of the following parts: power supply, uniboard, relay, and muffler. The device history record has been reviewed via the database. The unit has passed all qa inspections. Complaint information is trended on a regular basis to determine if further investigation is warranted.